Event description:
During a coronary drug eluting stenting treatment procedure, the stent edge flared. During the use of the taxus express2 3.0 x 32 mm drug eluting stent, a flared stent edge was noticed. There were no reported patient complications.